Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Analysis was unable to perform functional testings due to blank display. The insulin pump was received with moisture damage on motor assembly and cracked case at corner of the belt clip rails. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer was calling back after the two hour insulin pump rest. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.